Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 1000 mg/dl, with high ketones that were identified as dangerous by a healthcare provider; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The duration of the hospital stay lasted about seven to eight days, but there was uncertainty about potential permanent damage, with ongoing discussions with healthcare providers about fatigue, low energy, weight loss, nausea, vomiting, and disturbed blood pressure. System check with tandem technical support confirmed the pump was functioning as intended.